Event description:
Reporter alleged obtaining a discrepant blood glucose result of 39 mg/dl on a neonate using the inform system compared back to back with a result of 20 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged, at another time, obtaining a discrepant blood glucose result of 53 mg/dl on the same neonate using the inform system compared back to back with a result of 32 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged, at another time, obtaining a discrepant blood glucose result of 63 mg/dl on the same neonate using the inform system compared back to back with a result of 41 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Reporter is unsure which results were obtained on which system. This medwatch report is for one of the suspect devices used (lot number 550631, expiration date 08/31/2009). Reference medwatch report for the other suspect device used.